Event description:
It was reported that the patient presented in clinic with fatigue and lethargy. Upon interrogation, high threshold and low sensing were observed. X-ray showed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was fine and will be monitored.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.